Event description:
The physician informed gore that a pt of his developed an anastomotic leak after using the gore circular bioabsorbable seamguard material along with a 33 mm stapler. The physician continued to report the leak required re-operation to repair. Gore has requested, from the reporting party, add'l info related to the event. The lot number info is not currently available but being requested.

Manufacturer narrative:
The investigation is in progress.